Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient experienced a hypoglycemic event and the paramedics were called. The cgm value prior to the hypoglycemic event was 3.6 mmol/l and alleged to be inaccurate; however, the bg was not taken at the time because the parent was administering glucose gel. The patient¿s bg per emergency medical services (ems) was not provided and no treated was provided by ems. At the time of contact, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.